Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2022, the patient was emergently treated for an acute thoracic aortic dissection type b with placement of the (B)(6) (complaint device) from zone 2 to above celiac artery. The primary tear was in zone 2 and dissection extended from zone 2 to zone 4. The primary entry tear was covered by the zta. The device sealed completely no evidence of device issue at the completion of procedure was reported. Procedure imaging noted thoracic and abdominal false lumens partially thrombosed, source of flow from the primary tear, unknown entry flow type. The 1-month follow-up imaging, completed on (B)(6) 2022, revealed a thrombus (related complaint) in the study device and partially thrombosed thoracic and abdominal false lumens, source of flow from the primary tear, unknown entry flow type. The 6-month, 12-month and 2-year follow-up visit imaging all showed the same results as the 1-month visit. Since the unknown flow into the thoracic and abdominal false lumen reported from the primary tear in zone 2, it is assumed that the entry flow type is a type ia - proximal. This study involves retrospective data collection. No imaging was provided for the investigation, and based on the provided information it has not been possible to determine the exact cause of the type 1a proximal entry flow into the false lumen. It is possible that the use of the zta stent graft for treatment of dissection could have contributed to the reported event, as the zta is indicated for treatment of aneurysms or ulcers of the descending thoracic aorta. According to the IFU (instruction for use), the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the patient with dissections. Consequently, the use of the complaint device is outside of the intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4) g4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: protocol (B)(4), pt (B)(6): reported thoracic and abdominal false lumen flow from the primary tear, unknown entry flow type. Noted at time of procedure and 1, 6, 12-month, and 2-year follow-up visits. On (B)(6) 2022, the patient was emergently treated for a acute thoracic aortic dissection type b with placement of the above zta device. Procedure imaging noted thoracic and abdominal false lumens partially thrombosed, source of flow from the primary tear, unknown entry flow type. The 1-month follow-up imaging, completed on (B)(6) 2022, revealed a thrombus (B)(4), ref# 3002808486-2024-00156) in the study device and partially thrombosed thoracic and abdominal false lumens, source of flow from the primary tear, unknown entry flow type. The patient was taking antiplatelet medication (other than aspirin). An adverse event for pneumonia was entered for the same date, noted as retrospective event, unable to determine relatedness to device, but related to procedure. The 6-month, 12-month and 2-year follow-up visit imaging all showed the same results as the 1-month visit, though antiplatelet medication had been discontinued and the patient was taking aspirin at all of these visits.